Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit alarms noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The insulin pump functioned properly. The motor was tested outside the insulin pump and passed. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 80 mg/dl at the time of the call. The customer stated that they could not clear the battery out limit alert. Customer went to airport and went through the body scanner twice on (B)(6) 2015. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.